Manufacturer narrative:
Additional manufacturer narrative: review of the manufacturing records verified that the lot met release requirements. The device was not returned. Consequently, a direct product analysis was not possible. Additional information about this event could not be obtained. As a result, no further investigation is possible. All information has been placed on file for use in tracking and trending.

Event description:
The following was reported to the gore fsa by the doctor: the patient presented for a flow reversal case. The gore® viabahn® vbx balloon expandable endoprosthesis was advanced through the 8fr silk road medical sheath and deployed as expected. As the balloon was being withdrawn, it got stuck in the introducer sheath and came off the catheter when the doctor pulled back (after it was stuck in the sheath). The introducer and catheter were removed together with no further incident. The patient was reported to be fine. The catheter was discarded at the hospital.